Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. No potential failure mode was provided or identified with the limited information provided, so a potential probable cause of the reported event could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed to explant s&n devices. No further information available.